Event description:
Procedure type: unk. According to the rptr: the balloon popped while inflating. No tissue damage or pt injury. Open new product to continue case. No pt injury was reported. There was no additional information available.

Manufacturer narrative:
(B) (4)